Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported a left side "possible slow leak" and "exchange due to concern with the product." Healthcare professional additionally reported "breast implant illness symptoms;" this event is not related to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: nick, yellow particles device inner/outer surface, creases and one linear opening. Leak test and microscopic analysis was performed which identified: one opening sharp and nick other. A dimension measurement in the shell was performed which identified the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one sharp opening assessed as unidentified (tear) opening and nicks others assessed as non-penetrating nick.

Event description:
Healthcare professional reported a left side "possible slow leak" and "exchange due to concern with the product." Healthcare professional additionally reported "breast implant illness symptoms;" this event is not related to the device. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side "possible slow leak" and "exchange due to concern with the product." Healthcare professional additionally reported "breast implant illness symptoms;" this event is not related to the device. Device remains implanted.